Manufacturer narrative:
Additional information has been received from the customer. The device has been returned and evaluated. This supplemental report is being submitted to provide this information. The doctor was likely performing coagulation. Information on settings is not available. The device was inspected before use with no anomalies noted. The connection points to the generator were inspected. There was no cable damage. No information available on the transducer cords or the cords of any other medical device (e.g. Electrocardiograph) being bundled. The returned device was inspected. The actual device lot number is 0zk 04. 0zk is the batch lot number. Upon investigation the probe damage error message u504 was observed. The device probe is broken off at the proximal end site. The broken piece of the probe tip was not returned. The probe has scratches. The overall appearance of the device passed. The tissue pad is slightly deformed and has a partial split. The h-electrode (grasping section) exhibited some peeling of the coating but has no mark of contact with the probe. The breaking of the probe may have happened thus: 1) when output in seal & cut mode, the probe came in contact to metal or a surgical instrument. 2) this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. 3) the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 4) the probe broke with some added load. The tissue pad was likely worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The specific root cause of the event couldn¿t be exclusively identified. However based on the investigation results, the reported event possibly occurred by the following mechanism: 1. The tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. The output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added some load. The following information is stated in the instructions for use which may have prevented the event: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information is not yet available for this event. The patient initials are (B)(6). A report was submitted to the (B)(6), report ID (B)(4). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported in the report to the ministry of health, during a therapeutic left hemicolectomy procedure a non-contact error was reported and after various attempts to reassemble the device, the error continued to appear. After a few minutes the probe of the device broke while the device was outside the operating field. The broken piece was recovered. Another similar device was used to complete the procedure. There was a five minute delay in the procedure while the device was switched. There is no harm or adverse impact to the patient or the operator of the device.